Manufacturer narrative:
Without the sample we are unable to evaluate the reported foam bumper separation from the device.

Event description:
The following information was reported: there were two incidents in which the foam bumper of the anchorfast endotracheal tube holder separated from the device while it was in use on the patient. In one case, they located the foam bumper piece and in the other case the foam bumper piece could not be located. The anchorfast devices were in place for 4-5 days. One patient had a large amount of oral secretions present while anchorfast was in use, the other did not. One patient had a minor skin abrasion about the location of the plastic track on the upper lip which did not require medical treatment.